Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported receiving an error 5 minutes after applying the pod. This error occurred three times with three separate pods. The patient was feeling anxious and blood glucose levels rose above 358 mg/dl. Despite delivering corrections, the levels did not lower and the patient removed the pod. Patient went to (B)(6) and was treated with intensive conventional insulin therapy by dr. (B)(6). A new pod was applied at the hospital. A replacement personal diabetes manager (pdm) device has been sent to the patient.